Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer stated "the second one was also removed because the stent was attempted to be deployed while the stent was not anchored, and when the doctor pushed the system to remove the kink, the distal end of the stent kept sliding down proximally. The doctor decided to remove the second system and second the microcatheter together when about one-third of the stent was deployed as it could not be deployed in the proper position. After the second stent system and the microcatheter were replaced with new ones, the third and fourth flow diverter stent system could be used without any problem and the procedure was completed successfully". Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient¿s anatomy was reported to be severely tortuous which may have contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported event ¿stent partial deployment¿.

Event description:
It was reported that the operator attempted to deploy the subject flow diverter stent system while the stent was not anchored. When the operator pushed the system, the distal end of the subject stent kept sliding down proximally. The operator deployed one-third of the subject stent, however, he removed the subject stent as it could not be deployed in the proper position. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that the operator attempted to deploy the subject flow diverter stent system while the stent was not anchored. When the operator pushed the system, the distal end of the subject stent kept sliding down proximally. The operator deployed one-third of the subject stent, however, he removed the subject stent as it could not be deployed in the proper position. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.